Event description:
Additional info was provided by a surgeon that performed a lens exchange due to dislocation (MDR #1119421-2003-00060 filed 03/2003). The pt developed hyphema following the surgery, but is now under the care of another physician. The association between the iol and the hyphema is not known. Additional info has been requested from the pt's current physician.